Manufacturer narrative:
Per the user facility's biomedical engineer, the uas worked as intended during priming. The roller pump appropriately stopped due to the uas alarming as a safety response.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the ultrasonic air sensor (uas) started alarming once blood reached the air bubble detector (abd). As mitigation, the uas was turned off for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated block: h6. Per supplier evaluation, the sensor was falsely alarming for air because the power cable was not completely secure and was causing an intermittent connection while the sensor was moving/handled. The power cable was likely not fully secured during assembly, but the sensor was able to pass all testing at the supplier because the failure only presented itself while the sensor was moving around. The power cable was fully secured and then retested. The sensor then passed all bubble testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory evaluation, the product surveillance technician (pst) duplicated the reported issue. The air bubble detector (abd) was evaluated using a lab use only (luo) testing equipment. After the circuit was set up and the abd activated from the ccm it immediately started alarming. There was no air in the circuit, and it was alarming and unable to clear the alarm. The pst had to shut off the abd and reactivate to clear, but it would immediately alarm again. It was determined that the abd did not operate as intended.